Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of the system revision due to infection and pocket erosion. Reportedly, the patient had a hole in the chest and was hospitalized for a year. The patient was then referred to warranty department after the first call due to the allegation of pain and discomfort but was informed that the infection, erosion or migration issues were a known medical risk of implanted products, therefore the explanted products did not meet the warranty eligibility. No adverse patient effects were reported. The crt-p was explanted.